Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old female patient's nurse contacted zoll customer support to report that the patient was treated. The patient was in the hospital at the time of the event. The patient was conscious and sitting up on the side of the bed eating at the time of the event. The nursing staff stated that the patient has cognitive issues and was unable to press the response buttons. A nurse was with the patient after the treatment was delivered. After review of the downloaded data, the patient received two inappropriate treatments at 17:47:17 and 17:47:45 on (B)(6) 2014. The rhythm at the time of the treatments was svt at 173bpm and svt at 191bpm. Svt contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remained in the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the hospital. Device evaluation of monitor sn (B)(4) and electrode belt sn: (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Sn: (B)(4) - reuse. Electrode belt: sn: (B)(4): (B)(6) 2008 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.